Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial flutter on the right ventricular (rv) channel leading to pacing inhibition and inappropriate storage of ventricular fibrillation (vf). The pacing inhibition were reported to be at least two seconds in duration. Subsequently, the device was reprogrammed which corrected the oversensing, but pauses still continued. The pauses are being detected through a non-boston scientific product. Subsequently, the patient underwent an rv lead revision procedure. The plan is to continue to monitor in-clinic through regular scheduled visits. No additional adverse patient effects were reported.